Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The buttons of the pump were tested and meet the specifications. Corrective actions the problem mentioned by the customer could not be reproduced. Therefore no corrective or preventive actions will be initiated.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the menu button on the infusion device works intermittently. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.